Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and UDI section of are unknown, no information provided to date.

Event description:
It was reported that the device was leaking inside. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: d10 and h6 codes updated. Device evaluation: one device was returned for investigation in used conditions with a cracked enclosure. Functional testing was done where the tank was filled with water, the temp check was attached and the line cord was plugged in. Once the device was turned on, the customer complaint was confirmed. A leak was found at the rear of the device. The leak was coming from a crack in the enclosure near the drain tube. Root cause attributed normal wear and tear. Device is beyond economical repair and will be scrapped. Product is beyond a year from the manufacturing date and due to this no device history review will be done. Service history review identified this device had not been in for service previously.